Event description:
A customer reported the uom setting of their locked freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. The meter has been confirmed to exhibit the memory overwrite malfunction. Tested retured unit. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e-3 errors. Serial number was also corrupt. Uom was selectable and was received at mmol/l. No error was observed indicating battery droop. Nonetheless, meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.